Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. No action taken or treatment given based on the lancet device issue. The reporter states that the correct lancets were used. He states that he is not sure if he was seating the lancets correctly. No accidental stick or adverse event reported. A request was made for the return of the suspected product, replacement was sent.